Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via an 8f sheath. A first prostyle suture was successfully pre-placed; however, when attempting to pre-place a second prostyle suture, a cuff miss [suture-retrieval issue] occurred. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.